Event description:
It was reported that after 19 hours of continuous renal replacement therapy (crrt) with a prismaflex set and a prismax device equipped with a thermax blood warmer disposable, an external blood leak was observed ¿from the luer connection of the thermax warmer bag outlet and the deaeration chamber inlet line¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a leak between the luer lock of the return line of the prismaflex set and the luer lock of the thermax blood warmer disposable. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.